Event description:
A day after reimplantation, an x-ray revealed that the electrodes were outside the cochlea. The user was reimplanted again.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted as the electrodes migrated out of the cochlea, which was confirmed with diagnostic images. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A day after reimplantation, an x-ray revealed that the electrodes were outside the cochlea. The user was reimplanted again (sn (B)(6)).